Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The representative was unable to reproduce the reported issue during testing. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation. A software investigation involving log analysis was conducted to determine the probable cause of the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that an early termination of a spin occurred intraoperatively; image acquisition reportedly stopped after 20 seconds into the spin. The site took another spin immediately and they were successful. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.